Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device is stating battery b is not working. There was no patient involvement reported.